Event description:
It was reported that the patient ambicor penile prosthesis (app) was not maintaining fluid in the cylinder upon pumping. The app was removed and replaced with a new one. No further complications were reported in relation to this event.